Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Visual inspection confirmed that the internal battery overheated and was deformed. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported complaint was due to an isolated component failure within the battery assembly. The battery was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a deformed battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.